Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as some kind of stress such as damage or deterioration of parts, and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited the disposable cleaning brush clogged forceps channel broke off midway and became stuck. The scope was subsequently cleaned and disinfected in the endoscope reprocessor, but it did not come out there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected verbiage reported in h11 of previous emdr. Based on historical data, possible causes include some kind of stress such as damage or deterioration of parts, and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.

Event description:
No additional information received from the customer.